Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the inspection report and investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to wear and tear damage with customer mishandling and with increasing use over time. The event can be prevented by following the instructions for use which state: important information instructions evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f important information ¿ please read before use ¿ do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope did not display an image, due to damage on the charged coupled device unit (hybrid). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.